Manufacturer narrative:
Continuation of concomitant products: 5076-45 lead, implanted (B)(6) 2012. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was dizzy. It was noted that the patient had a recorded heart rate >400 beats per minute. The right ventricular (rv) lead exhibited short v-vs. The systems remains in use, the patient will be monitored, and it was noted that the implantable pulse generator (ipg) is functioning appropriately as programmed. No further patient complications have been reported as a result of this event.